Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 250 (mg/dl) when the insulin in the pump cartridges reaches 50 units. Customer administered insulin injections to treat their bg levels. Reportedly, customer uses novolog insulin in the pump cartridges for 3-4 days at a time. Customer was reminded that novolog is indicated for use up to 72 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.